Event description:
No blood return from port, pt complained of pain when port was flushed. Contrast study reveals extravasation of contrast into port pocket.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.